Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had high impedances following a coughing incident. As a result, surgical intervention was undertaken on (B)(6) 2024 during which it appeared that the lead was twisted at the ipg site. The lead was explanted and replaced during the procedure.